Event description:
It was reported via repair work order that the head end jack was drifting down during surgery. The stryker technician could not duplicate the event. The hydraulic jack was replaced. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.